Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. Estimated date (reported as occurred in second half of (B)(6)).

Manufacturer narrative:
(B)(4). Possible causes for difficulty in removing a dilatation catheter after inflation may include, but are not limited to, interaction of the balloon with a stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to removing, damage to the balloon, balloon refold, kinks, bends, obstructions in the introducer sheath, or damage to the introducer sheath. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Without having the device to examine, a conclusive cause could not be determined; however, based on the review of the lot history record and similar incident search, there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected for damage on the manufacturing line. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a procedure of the jugular vein, the foxcross was attempted to be removed when it became stuck in the non-abbott introducer sheath. The devices were removed together as a unit. A different introducer sheath was used to complete the procedure and there was no reported adverse patient effect. The physician noted that he has used the same lot number foxcross before without any issue. There was no additional information provided.